Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The minilink transmitter communicated properly with the insulin pump. No calibration error, bad sensor alarm or sensor change alarm noted during out testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was protruded. The customer had issues with the sensors. Customer's blood glucose level was 279 mg/dl. The customer treated her blood glucose level with needles. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.